Event description:
It was reported that the patient suffered dyspnea and pain at the ICD site. ICD was repositioned and placed sub-pictorially.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.